Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty occurred. The patient underwent coronary stent implantation. The 78% stenosed, 24mm x 3mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 24mm synergy shield drug-eluting stent was advanced; however, the device became stuck when inserting into the lesion. The procedure was completed with another of same device. There were no patient complications, and the patient condition was stable post-procedure.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device history record review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: synergy shield mr ous 3.00 x 24mm, drug-eluting stent was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic examination revealed no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Microscopic examination of the bumper tip showed no signs of distal tip damage. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information, reported anatomical characteristics and the record review conducted at boston scientific investigation site. Based on the available information as the event occurred during insertion into the lesion, it is likely the condition of the lesion and the interaction between the device and anatomy (78% stenosed, moderate calcification and moderate tortuosity) played a role in the allegation and contributed to the event. The unreported kinks noted during device analysis most likely occurred as a result of unintended interaction between the user and the device, at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established.

Event description:
It was reported that removal difficulty occurred. The patient underwent coronary stent implantation. The 78% stenosed, 24mm x 3mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 24mm synergy shield drug-eluting stent was advanced; however, the device became stuck when inserting into the lesion. The procedure was completed with another of same device. There were no patient complications, and the patient condition was stable post-procedure.